Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter was returned with a stent stuck inside. The catheter shaft was seen to be kinked/bent. The catheter tip was seen to be damaged. The catheter distal shaft had a hole/perforation. The catheter hub was intact. During functional inspection the catheter was flushed and stent delivery wire (sdw) was advanced with friction, the stent was deployed on the table. The catheter was flushed again and a 0.0158" patency mandrel was advanced through; friction was noted at the damaged tip. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was severely tortuous. It was reported that the physician encountered resistance at the subject microcatheter's tip, preventing complete stent fully deployment. Based on a review of all available information and the analysis of the returned device it is probable that due to the tortuous nature of the patient's anatomy the stent was advanced with force when friction was felt, causing the struts of the stent to protrude though the catheter shaft. An assignable cause of procedural factors will be assigned to the as reported/as analysed 'catheter shaft friction' as well as the as analysed 'catheter tip damaged', 'catheter shaft kinked/bent', 'catheter shaft has hole/perforation' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The microcatheter (subject device) was returned for analysis and it was discovered that the shaft of the subject device had a hole and was damaged. Also, the tip of the subject device was found to be damaged. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.